Event description:
It was reported that the pt previously underwent a lead replacement. No pt symptoms or outcome were reported. No details regarding the date or reason for the revision were reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).